Manufacturer narrative:
This report has been identified as b.braun (B)(4) ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). The history files were read out and analyzed. During the analysis of the history log files it could be detected, 10 minutes before the volume was reached, the pre-alarm occurred. No errors or other abnormalities could be found. During the visual inspection of the infusomat space, it was possible to detect, that he cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. The device was in a clean state and no visible damages could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to (B)(4) was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +0,52 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off, and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the reported issue a long term test with test of the pre-alarm and end alarm was performed. A volume was selected and the infusion started. 10 minutes before the entered volume was reached the pump alert with a pre-alarm. 10 minutes later the entered volume was reached and the infusion stopped with the alarm "volume done". No malfunction could be detected. The upper housing part was removed for an investigation of the inside the device. No damages or soiling were found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. A product deviation could not be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6), "pump stopped infusion - no alarm." Customer information: patient had quad strength noradrenaline running at high rates, 2.4mcg/kg/min, around 20ml/hr, where the pump stopped running suddenly without a prewarning alert and asked to reset the data. Infusion running, not near end of infusion. Pt receiving noradrenaline via cvc at "high" dose rate. Infusomat pump "suddenly stopped" infusion - nurse reported there was no advisory, no alarm. Pump message requested, "reset data", then reported device to switch off by itself. Pt required additional medication support (metaraminol), transient drop bp and map line set 8700128sp / 19b07f000. This is extremely dangerous! The patient dropped her blood pressure, and required metaraminol bolus.